Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device remains in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include improper bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via medwatch ((B)(4)) "during a routine foot surgery, arthrex screw broke off into patient. Approximately 15mm screw in patient when screw intended was 28mm. No harm to patient." Follow-up investigation: the bio-composite interference screw was not completely removed from the patient. Per op note: "the tendon was noted to be quite secure. It was felt that removing the suture anchor and trying to replace would create more damage." There is no plan to remove the rest of the device at this time.